Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for further evaluation. Visual inspection of the returned tasps found signs of repeated use and a fracture on the medial side of the post. Heavy gouge marks were noted on the distal posterior surface of the condyles, which is indicative of heavy use. Review of the device history records and receiving inspection report identified no deviations or anomalies. A CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4)). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.

Event description:
It is reported that the base of the tibial articular surface provisional broke after surgery. There was no report of a delay in surgery and all fractured pieces were returned.